Event description:
Device malfunction: unknown. Time of malfunction: unknown. Symptoms/ae: unknown. It was reported that a physician using a proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, an unknown device failure occurred. It is unknown how hemostasis was achieved. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.